Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed troubleshooting and found errors related to set up joint (suj) 4 and/or flex 4. It was determined that the left cart drive should be replaced. The fse replaced the cart drive to resolve the issue with error code. The system was tested and verified as ready for use. A review of the provided log images was performed by an intuitive surgical, inc. (Isi) technical support engineer (tse). The following additional information was provided: the error pointed to arm4 suj proximal, axes controller setup (acu). The amp high-side switch test failed. The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted cardiac mitral valve surgical procedure, errors on universal surgical manipulator (usm) 4 were displayed. Intuitive surgical inc. (Isi) clinical sales representative (csr) reported the issue to the isi technical service engineer (tse) after the surgeon converted to an open surgery. There were no onsite logs available at the time. The isi csr had captured pictures of the error logs. The isi tse explained they would review the pictures to determine what errors had occurred. The site proceeded with open surgery.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The left cart drive was analyzed and found to have no physical damage. The cart drive was installed on an in-house system and functioned as expected and passed all testing. The gearmotor will be replaced as a precaution due to the error logs and field confirmation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The site¿s system logs confirmed the error which pointed to a high-side switch startup test failed for the left cart drive due to a motor voltage issue. The most probable root cause based on the errors and field evaluation is the gearmotor in the cart drive.

Event description:
Refer to h11 for follow-up information.